Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 31 mg/dl. Reportedly, assistance was required from emergency medical services (ems) in delivering intravenous dextrose (d50) and/or carbohydrates to address bg level. Reportedly, the customer requested more insulin to be delivered than what the pump recommended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.